Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter read inaccurately high compared to her feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests her blood glucose 3-4x daily. The patient's usual and/ or expected blood glucose reads around "120-139 mg/dl." The patient manages her diabetes with metformin pills (1000 mg 2x daily), levemir insulin (30 units at night) and novolog insulin (10 units). The alleged issue began (B)(6) 2012. The patient reported blood glucose results of "405 and 407 mg/dl" with the subject meter. Based on the alleged results, the patient administered self an increased dose of novolog insulin (total 20 units). Shortly after, the patient claims she felt low blood glucose symptoms of sweating, dizziness, jittery and was not stable. The patient allegedly does not have juice or sugary foods in her house. As a result, the patient treated self with crackers and reportedly felt better about 15-30 minutes later. At the time of troubleshooting, the customer care advocate (cca) noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. Retains were also tested and passed with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.